Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
Following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a right common femoral artery (rcfa) puncture with no calcification. After hemostasis was achieved, the pt was kept on bed rest for 6 hours. Upon getting out of bed and walking, bleeding occurred from the puncture site, and the pt went into shock. An albumin preparation was administered to stabilize, and manual compression was applied to achieve hemostasis. The pt was monitored and then discharged.